Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. Based on the lack of patient historical information (medical/surgical history, patient presenting signs and symptoms of peritonitis , comorbidities, concomitant medication regime, antibiotic treatment plan) as well as reason for and course of hospitalization (unknown hospital length of stay) a possible association between any fresenius products and the adverse event of the peritonitis cannot be determined. Additional information related to the patient's history, comorbidities, and hospital course is needed to determine potential causality and temporal relationship.

Event description:
Source documents and information in the file were reviewed. On 06/22/2017 it was reported by the peritoneal dialysis registered nurse (pdrn) that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) for unknown period of time, experienced and was diagnosed with an episode of peritonitis on an unknown date and required in patient hospitalization on an unknown date. Pdrn reveals the patient was discharged from the hospital on (B)(6) 2017- it is unknown if the peritonitis was resolving and patient was able to return to ccpd therapy at home without reported issues.

Manufacturer narrative:
A follow up MDR will be submitted upon completion of the plant's investigation and clinical evaluation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was discharged from the hospital for peritonitis. No additional information has been provided; however it has been requested.